Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing with ventricular tachycardia non-sustained (vt-ns) and sensing integrity counter (sic) episodes. There were t-wave oversensing (twos) noted on stored episodes. The lead remains in use. No patient complications have been reported as a result of this event.